Manufacturer narrative:
(B)(4): the customer reported that there were no alarms at the central station to indicate that a pt had expired in his room. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there were no alarms at the central station to indicate that a pt had expired in his room.